Manufacturer narrative:
The reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history and sterilization record for this device serial number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Cvrx ID# (B)(4).

Event description:
A barostim system was implanted on (B)(6) 2025. On (B)(6) 2026, during a procedure for a different implantable device, the surgeons experienced difficulty due to the barostim lead that was already implanted. It was noted that the venous access could not pass the strain relief tab. A femoral access method was used and there were no further issues. The procedure was delayed as a result of the difficulty with the barostim lead.